Event description:
It was reported that there was a "clicking noise" coming from the pump. The patient experienced symptoms of withdrawal; specific symptoms were not provided. The report also indicated that the patient recently had a surgical procedure; specific details were not provided. The pump was used to deliver morphine 40mg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.